Event description:
During a f/u relative to the implanted ICD system, episodes of oversensing were indicated within the egms stored by the associated ICD. Reportedly, in clinic testing showed the same oversensing artifacts during inspiration. The subject lead remains implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Method - the associated programmer files were reviewed. Please refer to the attached investigation results. Conclusion: the observed non-sustained oversensing episodes could result from strong external interference (emi), specific pt activities, or myopotentials sensing; none of them could be confirmed with certainty. Based on provided f/u data (dated (B)(6) 2013), no lead issue is suspected.